Event description:
It was reported that the pt was explanted of the vibrant soundbridge on (B)(6) 2013. Reason for explantation was that the pt was no longer having any benefit with her device as a decrease in hearing thresholds through time was observed.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.